Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient was hospitalized for a severe hypoglycemic event. It was reported that the patient was wearing the dexcom system at the time of event and that the low alert on the dexcom was set fairly low at 60 mg/dl. Since the hypoglycemic event, the patient had increased the low alert from 60 mg/dl to 75 mg/dl and set up a fall rate alert on the dexcom. There was no allegation of malfunction against the device. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.